Event description:
It was reported that the device failed to complete the boot-up cycle. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.